Event description:
It was reported the patient received a scs system for pain on her right side, however, the patient only received coverage on her left side since implant. It was reported the patient had fallen prior to being reprogrammed at least six times. It was reported the issue was never resolved. Since the fall, the patient has been in a nursing home. It was reported the patient no longer uses the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.